Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with bolous. No further information available.